Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remained in use supporting the patient until the time of their death. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was treated with meropenem and fluconazole since (B)(6) 2024. The patient's rectum was positive for vancomycin-resistant enterococci (vre) on (B)(6) 2024. Linezolid was added on (B)(6) 2024. On (B)(6) 2024, their sputum was positive for aspergillus fumigatus. On (B)(6) 2024, a stool sample was positive for pseudomonas aeruginosa. The patient's death was not considered to be device related. The death was thought to be related to small intestine ischemia followed by sepsis.

Event description:
It was reported that the patient passed away due to multiorgan failure related to sepsis. The device operated as intended.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.